Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, gastrointestinal videoscope¿s air/water duct tested positive for an unknown quantity of bacteria. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to h6 of the initial report "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/ suspected device". This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. The following is the result of microbiological test by the third-party labs, provided by the user: sampling date: dec 5, 2023 sampling from: air/water channel cfu: 2cfu bacterial identification: paracoccus yeeii sampling date: dec 12, 2023 sampling from: air/water channel cfu: 2cfu bacterial identification: micrococcus sp., roseomonas mucosa olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 17, 2024 sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy channel, suction channel cfu: 0cfu bacterial identification: n/a sampling from: air/water channel cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water channel cfu: 0cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. Additional potential adverse events were noted where foreign material remained in the air/water cylinder, channel, and distal end cap cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause of the positive culture nor why the foreign material remained could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.